Event description:
During a coronary artery drug eluting stenting treatment procedure, difficulty removing the delivery device from the guide catheter was encountered. The physician successfully deployed a taxus express2 3.5 x 12 mm drug eluting stent. Upon withdrawal the balloon winged and became trapped in the guide catheter. The physician removed the delivery device and guide catheter as one unit without any complications. Pt status is reported as "satisfactory/good".